Event description:
I have a concern about instead softcup menstrual cup product. I have tried them twice and I had a strange reaction to them both times. An hour or so after placing softcup, I began to feel pain in the area of my pubic bone and rt ovary. Several hours after that, pain began in my rectum area. I felt nauseated and was unable to eat. I felt off almost like I could pass out. It got to the point where walking was very uncomfortable. To an onlooker, my walk was very stiff and slow as the pain was keeping me from walking normally. I removed the softcup after 3-5 hours and I am slowly starting to feel better (30 minutes after removing softcup). The pain in my pelvis persists but the nausea is going away. I want you to know this in case other women have experiences like mine. If you have had other reports like this, please include a warning or information in your package insert about it. I emailed the company to alert them as well.